Event description:
It has been reported to philips that the wireless footswitch is intermittently losing connection with the system. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer was informed to use the wired footswitch in place of the wireless footswitch. A philips field service engineer (fse) inspected the device and confirmed that intermittently the wireless footswitch wi-fi indicator was flashing red, the battery indicator was green and the footswitch had lost connection. The fse replaced the wireless footswitch and the wireless footswitch base station which returned the system to functioning as intended. Based on the available information, the cause of the specific reported event could not be confirmed. The investigation however, identified that this system is present on the unit affected list (ual) for correction (z-0476-2022), which was released regarding a known issue related to the connection failure in the wireless footswitch. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.